Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. The application does not launch, the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. It should be noted that this software issue can only be solved by re-initializing the home monitor (full re-flash of the operating system).

Event description:
Reportedly, the transmitter status led remains orange

Event description:
Reportedly, the transmitter status led remains orange.

Manufacturer narrative:
Upon reception, the home monitor will be tested to understand why the status light is constantly lighting in orange. An initial MDR was sent on july 27, 2023 with the core ID (B)(4)and failed to incorrect e1 field. The correction of the e1 field has been implemented in this new initial submission.